Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and particulate matter was observed inside the fluid path. The reported condition was confirmed. The root cause has not been determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance an intravia 500 ml empty container in which particulate matter was observed. According to the report, the facility filled a 500ml bag with saline from an unknown 1000ml bag and there was a piece of plastic floating in the intravia empty bag. The particulate matter was observed before use. There was no patient involvement, injury, medical intervention or adverse event associated with this report. No additional information is available.